Event description:
When removing the IV tubing from the extension set after the patient's antibiotics finished the tip of the IV tubing broke off in the extension set. The IV tubing become stuck in the extension set. Fairly common for staff to have difficulty removing IV tubing from the extension set.